Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13a11075 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection was performed with no issues noted. Leak testing, clamp function testing, and a clear passage test was performed with no issues noted. The reported condition was not confirmed and the cause could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient (hp) noticed some particulate matter in the fluid path. As a result, the tube was blocked by the matter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.